Manufacturer narrative:
Insulin pump passed displacement test, rewind, and basic occlusion test. Insulin pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unable to confirmed alarm due to several alarms noted in alarm history screen. An alarm noted due to corrupted history files. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads, cracked end cap, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer had high blood glucose levels of more than 200 mg/dl. The customer reported a motor error from the insulin pump during prime. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.